Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was only showing partial display. The customer¿s blood glucose level was unknown at the time of the incident. This is customer back up pump. Customer was assisted with trouble shooting. Customer was advised that we do not recommend using the pump due to the partial display. Advised that if they continue to use it to monitor the pump. The insulin pump will not be returned for analysis.